Event description:
It was reported that patient underwent procedure utilizing a flexible shaft suture anchor. During the procedure, the package was found to contain a rigid shaft suture anchor instead of the flexible shaft as intended. Another rigid shaft anchor from a different lot was available to complete the procedure successfully. There was no significant delay or injury to the patient as a result.

Manufacturer narrative:
Evaluation confirmed that the incorrect product was packaged, and a recall was initiated as a result.